Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt contacted lfs alleging that his one touch ultra meter did not power on. He went to his physician for a regular appointment and received no treatment. The pt neither alleged harm nor experienced injury or medical intervention. The customer service rep confirmed that the pt was using the correct test strips. The meter powered on with the power button; however, the meter would not power on with the insertion of a test strip. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a med device reportable. Issue was not resolved through troubleshooting. The meter and test strips were replaced.